Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (lesion morphology ¿severe calcification), (deformation problem) evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿severe calcification) , known inherent risk of procedure (stent deformation. (B)(4).

Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a severely calcified lesion in the middle of the lcx with 90% stenosis. Lesion pre-dilation was performed using a sprinter balloon. 20% stenosis remained following pre-dilation. The endeavor resolute device could not cross the lesion. The physician used a new device to complete the procedure. No abnormality was noted in the device inspection before use. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 12th and 13th distal segments were deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).